Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that MRI tech said she got "data lost" message when she tried to communicate with the ins. No symptom reported. No further patient complications are anticipated or expected as a result of this event.